Event description:
Customer reports one pt's creatinine result was sent to the host as a urea result. Pt results not provided. No erroneous results were reported. If additional info is received, appropriate notification will be provided.